Event description:
Patient underwent spinal fusion procedure with instrumentation on 09/17/93. On 07/25/94 revision surgery performed and hardware was removed. Both screws were loose and patient had a pseudarthrosis.